Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep replaced the power cord and the surge suppressor printed circuit board. The system was tested and is operating as intended.

Event description:
The customer reported that a circuit breaker on the 9900 system tripped. No pt injury was reported.